Event description:
The recipient reportedly experienced an in-situ failure, and elected to pursue revision surgery. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is determined that this device was non-hermetic. Corrective actions were implemented. This version of the 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: the recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.